Event description:
The sales rep reported that during a shoulder repair that the bottom jaw broke off in the patient's joint space. The sales rep reported that the broken jaw was retrieved and nothing was left in the patient. No x-rays were needed. The surgeon completed the procedure with another like device with no patient consequences. There was a 5 minute delay in the procedure. The sales rep was not present and had no further information.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms that lower jaw in completely broken off. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. A definitive root cause for this failure cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. At this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a shoulder repair that the bottom jaw broke off in the patient's joint space. The sales rep reported that the broken jaw was retrieved and nothing was left in the patient. No x-rays were needed. The surgeon completed the procedure with another like device with no patient consequences. There was a 5 minute delay in the procedure. The sales rep was not present and had no further information.